Event description:
Baxter sales rep reported an incident of misprogramming. The facility has reported that the triple channel was in use on an obstetrics patient. Channel a was infusing a maintenance fluid at an unknown rate. Channel b was infusing magnesium (concentration 1g/10cc) at 2g/hr. The nurse set up a piggyback of an unknown medication on tubing for channel a. The nurse then set the pump to deliver a piggyback at 100cc/hr inadvertently on channel b instead of channel a. The patient notified the nurse with the complaint of not being able to move. The nurse then noticed the bag of magnesium was empty and channel b had been misprogrammed. As a result, the magnesium delivered at 100cc/hr and the patient received 10grams extra of magnesium. The patient was given calcium gluconate as a result. Magnesium levels were drawn. The patient was transferred to labor and delivery for constant monitoring. Patient's hospital stay was not extended as a result. No adverse outcome has resulted from the overinfusion. The serial number of the device is unknown.